Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a prophylactic laser extraction of the right ventricular (rv) lead, the patient developed a pleural and pericardial effusion. Emergency intervention was performed and no further patient complications have been reported as a result of this event.